Event description:
It was reported that the device emitted a "loud grinding noise" during operation. No known adverse effects to patient.

Manufacturer narrative:
Additional information: date of event. One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The customer's stated problem was verified. The device testing was attempted, and the motor was grinding. The motor will be replaced in order to resolve the issue.